Event description:
Information was received from a healthcare provider regarding a patient receiving an fentanyl and bupivacaine via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) stated that the patient had a low reservoir alarm of 2ml. The hcp stated that they updated the pump to 40ml and the patient was still hearing the alarm after the refill/update. The manufacturer's technical services specialist (tss) reviewed with the hcp that they would need to silence the active alarm and then update the pump again. The result of call was that the hcp is going to see the patient tomorrow to silence the alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.